Event description:
This case was reported by a consumer and described the occurrence of bone marrow failure in an (B) (6) male pt who used super poligrip denture adhesive cream over a period of 10 yrs as a denture adhesive. A physician or other health care professional has not verified this report. Concurrent medical conditions included chronic obstructive pulmonary disease. Concurrent medications included an unspecified heart medication and unspecified breathing treatments. The pt had also used fixodent denture adhesive in the past. Approx ten years prior to reporting, the pt began using super polygrip. He had used all variants, including super poligrip free. Approx 1.5 yrs prior to the reporting, the pt's "bone marrow quit working". He was hospitalized six or more times requiring six or more blood transfusions. The pt was most recently hospitalized for a blood transfusion over three days during the week prior to reporting. At the time of reporting, the pt continued to use super poligrip ultra fresh, and the event was unresolved.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2009-00021. (B) (4). The lot number (x08013a) of the current product used was provided, but this product was not available. (B) (4)